Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips being deployed from device were only closing at distal tip but not proximal crotch, firing insecure clips. The case was completed with no patient consequence.